Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer also reported crack on the battery compartment. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.